Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The exact event and explant dates were not available; therefore, 01/01/2025 was used as an estimated date based on the information indicating the explant occurred earlier this year. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence and tissue erosion are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and erosion are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence following hip surgery, which required catheterization. The physician performed a cystoscopy and diagnosed erosion of the cuff. The device was explanted in early 2025, and a new device was later implanted on (B)(6) 2025. There were no further patient complications.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence following hip surgery, which required catheterization. The physician performed a cystoscopy and diagnosed erosion of the cuff. The device was explanted in early 2025, and a new device was later implanted on (B)(6) 2025. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The exact event and explant dates were not available; therefore, 01/01/2025 was used as an estimated date based on the information indicating the explant occurred earlier this year. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence and tissue erosion are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported patient symptoms of urinary incontinence and erosion are known risk associated with this device type and indicated as such in the instructions for use.